Event description:
It was reported that during implant, the right ventricular (rv) lead had poor sensing and threshold. The lead never could get r-waves greater than 2.5 millivolts nor a threshold less than 2.5 volts at 0.5 milliseconds. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).